Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22-jan-2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, black particles on the gel and broken shell and others. A microscopic analysis was performed which identified: broken striated on the anterior side. Based on the device analysis the final assessment is: striated broken assessed as surgical damage consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and it "looked different when they lay on their back". Patient also reported "¿heart palpitations ¿shortness of breath¿ and ¿increased heart rate¿; these events are not device related. Device was explanted.